Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Rolling 15-month complaint trend reports for this product family, for all complaint failure modes, were reviewed; no adverse trends were noted. Lot history review performed on the reported lot reveals no anomalies related to complaint. Lot met all specifications relevant to the complaint upon lot release.

Event description:
In 2007, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (ercp) (male patient), the tip of three guidewires "partially fell off into the patient." No retrieval procedure was necessary. The procedure was successfully completed with a fourth bsc guidewire. There was no reported complication or ill effect sustained by the pt. (See manufacturer's report no. 6000123-2007-00009 and 6000123-2007-00010 for corresponding reports on the other jag precursor guidewires used in this procedure).